Event description:
It was reported that during a coronary stent procedure, the stent became caught in the left anterior descending. The stent was removed into the guide catheter. It was noted that the stent was not on the delivery system. The stent remains in the patient. Patient status is listed as "ok".